Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg and the ipg was not holding its charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. A couple of lead was added to enhance stimulation coverage. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg and the ipg was not holding its charge. The patient will undergo a revision procedure wherein the ipg will be replaced.